Event description:
On (B)(6) 2013, it was reported that the patient's seizures "worsened" after the patient's generator replacement on (B)(6) 2012. Additional information was later received which indicated that over the last several months, the seizures have been more frequent, both before the replacement (MFR # xxx) and after the replacement. It was also stated that the patient was recently having almost continuous eye blinking and several facial twitches. It was stated that the patient's vns was tested; however, the diagnostics results were not provided. To clarify what was meant by "worsened seizures", the physician stated that the patient's seizures increased above pre-vns baseline levels. In addition, it was restated that the patient experienced eye blinking which increased from 10 - 20 per day to almost constant eye blinking. The patient's facial twitches increased from one to two per week to one to two per day. There was no causal or contributory programming changes, medication changes, or other external factors which caused or contributed to the worsened seizures. It was stated that the cause was unknown. Interventions were taken to preclude a serious injury. These interventions included increasing the patient's settings and turning on the patient's vns after surgery. The patient continued to have seizures despite these interventions; however, they were improved with medication. It was stated that the patient's vns settings have stayed the same throughout these events with the battery replacement. Clinic notes dated (B)(6) 2012 stated that the patient had a two to three week period during which she was seizure free. Over the past month the patient had four seizures, with two occuring the last week before this visit. Most recently, the patient was found seizing in her bed in the morning. The patient was experiencing full body "quick twitches' which included extensive facial twitching. A noise started the patient and the overt seizure activity resolved. Per the notes, a second early morning seizure occurred as the patient was waking up. There was a quick session of rapid eye blinking that "morphed into full body twitches". This episode lasted eight minutes, which the patient's mother confirmed is about the time it usually lasts. On (B)(6) 2012 the patient had a ten minute episode involving face twitching and difficulty speaking. No diagnostic results were available. No other information has been provided.

Manufacturer narrative:
Description of event, corrected data: a reference was made to the manufacturer report number 1644487-2013-00464 in the initial MDR; however, the manufacturer report number that was referenced was inadvertently not included.